Manufacturer narrative:
The device was not available for evaluation. Imaging provided showed a shadow of the core potentially located posterior to the endplates; however, a definitive conclusion could not be made. Additional information provided that the core was located at the posterior portion of c5, surrounded by scar tissue. The patient was revised and is reported to be symptom-free.

Event description:
It was reported that a revision was done to remove a secure-c device that had migrated post-operatively.

Manufacturer narrative:
Additional information provided states that the patient received a secure-c implant in c5-6, previously incorrectly stated in the patient data form as c4-5. Additional imaging indicated c5-6 foraminotomy along with uncovertebral joint hypertrophy, facet arthropathy and moderate osseous foraminal stenosis. Compared to the adjacent level disc spaces, the secure-c implant may have been undersized in height and footprint leading to sub optimal biomechanics. Based on the information available, there is no evidence of implant malfunction. However, a cause of the reported issue cannot be determined.

Event description:
It was reported that a revision was done to remove a secure-c device that had migrated post-operatively.